Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was chipped, component failure of the light guide bundle, and component failure of the distal end of the video telescope. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event occurred due to component failure of the universal cable whereas it is presumed that the additional reportable finding of light guide bundle chipped occurred due to component failure of the distal end of the video telescope and component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video connector boot of the rigid video laparoscope was loose. The issue was found during installation. There were no reports of patient involvement.